Event description:
Healthcare provider reports: protime system inr results display inr too high and reference lab inr 1.7. Therapeutic range 2.0 - 3.0. No change in treatment or delay in treatment. No adverse events reported.

Manufacturer narrative:
(B)(4). Manufacturer awaiting further information on this complaint for reporting evaluation.